Manufacturer narrative:
The used cartridge was not returned for evaluation. The provided photos were evaluated. Three photos were provided. Photos #2 and #3 are closeups of areas in photo #1. Photo #1 is of the eye and shows two linear materiel. One has a whitish, opaque appearance, the second material has clear appearance. Unable to determine if this is on under the lens. A determination for the nature and origin of the material cannot be made from the provided photos three unopened cartridges for lot#32761895 were returned in the carton. The three unused cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridges. All three cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The cartridges were cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Functional testing was conducted with a returned, unopened samples for the reported lot number. No damage or foreign material was observed. Dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the patient's course remains unchanged and the foreign material remains adhered to the lens. There is no plan to remove the foreign material in the future.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, foreign material got in behind the iol back during setup and stayed between the capsule and the back of the iol after insertion. There has been no reported patient harm. The iol remains in the patient's eye.